Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a neutron where the customer reported that blood leakage was observed from one lumen likely due to the absence or ineffectiveness of the blood reflux system. There was patient involvement; medical intervention was not reported.

Manufacturer narrative:
Complaint of leaks on item 011-nc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.